Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their sensor wire was missing. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complant device was returned for evaluation. A visual inspection was performed and the sensor wire and housing puch were missing from the sensor pod. The reported event of a missing sensor write was confirmed. A root cause could not be determined.